Manufacturer narrative:
The reagent pack expired in december 2020, the kit was used nearly 3 months later. However, another laboratory with an unknown reagent lot reproduced the result on another e 601. Calibration and qc data were acceptable. The sample was requested for an investigation, but no sufficient sample volume available for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). This event occurred in (B)(6). The patient's sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for 1 patient sample on a cobas 6000 e 601 module, serial number (B)(4). (B)(6).